Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the wrong drug concentration was entered. The pump was programmed as 40 mg/ml and 8.5 mg/day, but the drug was actually 10 mg/ml. The patient was getting the correct dose; they only wanted to adjust the numbers so they were correct. There were no reported symptoms. The hcp made the adjustment to correct the programming error that was made by his office, and the patient was receiving normal therapy.